Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set there was a hole in the wingset tubing that is causing blood leakage. There were two occurrences. Material no. 367341, batch no. 8288579. The following information was provided by the initial reporter: "hole in wingset tubing that is causing blood leakage''. Quoted from clinician: "a nurse on ep 4-7 when drawing blood on one of her patients was unable to obtain the blood due to a miniature hole halfway down the tubing of the needle system. The blood from the patient, instead of going into the tube came out of the hole and caused a blood spill. The nurse tried another 25 g butterfly needle from the same lot and found the same issue. This caused the patient to require repeat venipuncture."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set there was a hole in the wingset tubing that is causing blood leakage. There were two occurrences. Material no. 367341. Batch no. 8288579. The following information was provided by the initial reporter: "hole in wingset tubing that is causing blood leakage. Quoted from clinician: "a nurse on ep 4-7 when drawing blood on one of her patients was unable to obtain the blood due to a miniature hole halfway down the tubing of the needle system. The blood from the patient, instead of going into the tube came out of the hole and caused a blood spill. The nurse tried another 25g butterfly needle from the same lot and found the same issue. This caused the patient to require repeat venipuncture."